Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device upgrade procedure, the pulse generator exhibited loss of output. The device was explanted and replaced. After explant, the device was interrogated and the device exhibited backup vvi operation. The patient was stable.